Event description:
It was reported that the pump of this artificial urinary sphincter was hard and difficult to activate. Difficult activation was confirmed during a clinical examination. A revision surgery is planned. No patient complications were reported.